Event description:
A consumer allegedly received burns on his buttocks while using a heating pad. The consumer stated that he had fallen asleep when the incident occurred. It was stated that he received multiple medical treatment for her injuries. The instructions for proper use clearly state, "do not use while sleeping", and "this heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and chair, sofa, bed or pillow."